Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced nausea, abdominal pain and was not feeling well for which, she took an aleve and then a period pill, but her abdominal pain kept hurting and when she walked, it got worsened. Further, the patient had high blood glucose levels (above 400mg/dl), which she tried to treat with a manual injection. The infusion was changed on (B)(6) 2019. Reportedly, on (B)(6) 2019, at 3:00 pm the patient was in the emergency room, and was subsequently hospitalized at 6:00 pm with the blood glucose level of 400mg/dl, positive results in ketones test and diabetic ketoacidosis. During hospitalization, she received intravenous drip and manual injections. It was stated that when the patient pulled out the cannula, it was found to be bent. Reportedly, the patient was hospitalized for 3 days. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.